Manufacturer narrative:
(B)(4). Concomitant medical products and therapy dates detail of product: associated item number: 010000664 item name: g7 pps ltd acet shell 54f lot # 3807409; associated item number: 010000858 item name: g7 neutral e1 liner 36mm f lot # 3794158; associated item number: 00771100700 item name:femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset lot # 63211509. The manufacturer did not receive x-rays for review, but received the patient folder the manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient started to be monitored due to pain and swelling about 1.5 year after the implantation.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: pain, swelling. Event description: it was reported the patient underwent left hip arthroplasty on a unknown date in (B)(6) 2016. Subsequently, the patient experienced pain and swelling. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: one potential root cause associate with pain and tissue irritation was listed in sap rmw: postoperative tissue reaction on burrs / sharp edges due to insufficient manufacturing process -> not possible as the device history records had not show any anomalies. Further, a systematic issue with manufacturing process would have been detected as part of the issue evaluation assessment. However, pain and swelling cannot be related to a single specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. Conclusion: the patient experienced pain and swelling. Neither x-rays, operative notes nor office visit notes were received. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The quality records show that all specified characteristics of the component (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Additionally, pain and swelling cannot be related to a single specific failure mode. Therefore, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No event changes.